Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1301601) indicated that the device lot met all established performance criteria prior to shipment.

Event description:
It was reported by the aci clinical specialist that a (B)(6) female patient underwent an interventional coronary procedure on (B)(6) 2013. Following the procedure, the physician who is a trained user, selected the mynxgrip vascular closure device 6f/7f to close the access site. The patient was ambulated and discharged to home the same day with no clinical sequela noted. During a post hospital follow up call to the patient the hospital noted that the patient went home and bled for several hours from the access site. The patient called her pcp (primary care physician) and he told her to go to his office. The patient went to her pcp's office where pressure was applied to the site (duration unknown). The patient stated that she is bruised for more than a foot down her leg. The patient was given instructions to watch for signs or symptoms of infection or blood clots and the importance of follow up with her pcp was stressed to her. One of the registered nurses from the user facility which made the post follow up call reported that she does not have any further post hospital information other than what was already reported. No further information is available.